Event description:
It was reported "frequent helium loss 2 alarms, iab failed leak test". It was also reported that the iab was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical"

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "frequent he loss 2 alarms" was confirmed upon investigation of the returned sample. The customer returned a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging for investigation. Visual inspection identified multiple punctures consistent with contact from a sharp object were found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Additionally, the returned iabc bladder was found stretched and the teflon sheath was noted buckled. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. Based upon the damage observed, the probable root cause is customer handling related. No further action is required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "frequent helium loss 2 alarms, iab failed leak test". It was also reported that the iab was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".